Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation. Components not revised: cotyle "anca" avec trous a/revet. Hap 54 ppr67254 lot t021180005. Tige "anca fit?" Rev. Hap 1/3 proximal 13g ppr67614 lot t04123266. Noyau "anca fit?"10 deg. 54*28 ppr67554 lot t03118846.

Manufacturer narrative:
See attached - attachment: [19070420ripotimingletter.pdf].